Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the battery reamer/drill device had a sticky trigger. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. It was determined that the trigger was sticking and its components were worn. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.